Event description:
Several cracks visible in the holmium fiber after taking fiber out of washing machine during device reprocessing. The clinic that was reprocessing the fiber is experienced with holmium fibers and claimed to be applying the usual disinfection procedures. The event occurred in (B)(4) and was reported to dornier medtech america, inc. On (B)(4) 2013.

Manufacturer narrative:
It is likely that the three fiber breaks occurred due to an external mechanical force striking the fiber in the three areas where the breaks occurred. Due to these visible characteristics of the breaks, the event in which the breaks occurred (fiber reprocessing/cleaning) and their closeness in proximity, it is hypothesized that the three separate fiber breaks were caused by the rotating arm of a medical device cleaning apparatus. It is likely that the fiber was not coiled properly during cleaning and became entangled in the rotating arms of a medical device cleaning machine during reprocessing/cleaning.